Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed unresponsive keys, a missing keypad cover, contamination under keys, a cracked battery compartment, and a dim display. This report is made based on the results of an investigation completed on (B)(6) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 09/13/2013 with the following findings: the keypad cover was missing, all keypad buttons are unresponsive due to key contacts missing and misaligned contamination was also visible on the keypad flex. There was a cracked from the top of battery compartment to the pump case seal. Unrelated to the complaint, a dim pink display screen is found. Open the pump cover to take away a bad display screen to perform a test with a new good display screen. The good display screen is showing a strong contrast and clear text.